Manufacturer narrative:
Correction is made in section d9. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has "weak illumination". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "weak illumination" was confirmed, and further defects were detected. In total the following defects were detected: - led does not light up - blade damaged - adhesive points on camera head worn - housing worn - cover damaged - plug damaged - stains in image - leak on camera head the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. According to the IFU (usb826_en_v1.2_11-2021_IFU_ce-MDR) visual as well as functionality should always be checked before and after every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).